Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the inflation device on the ureteral catheter was broken prior to use.

Manufacturer narrative:
The reported event was confirmed. The sample was received opened and without original packaging. The inflation device was not returned with the unit. The condition of the sample received was good. The stopcock that was part of the futurematrix device assembly was broken. One side of the stopcock had a handle that was broken. Remnants of paper towel could be seen within the stopcock, as if paper towel was used to block the stopcock and prevent backflow of inflation volume. However, the stopcock handle was able to be easily turned with half of the handle broken. The device was inflated with an in-house eagle inflation device. The unit inflated and deflated with no issues observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿contraindictions do not use the x-force balloon dilation catheter in the presence of conditions, which create unacceptable risk during the dilation of the urinary tract." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inflation device on the ureteral catheter was broken prior to use.